Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: b5, d10 serial number for concomitant device (B)(6) , h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation it is likely the following led to the malfunction: images are not displayed due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The intended procedure was a therapeutic gynecological laparoscopy. The procedure was completed using a similar device.

Manufacturer narrative:
E1 facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no image. The issue occurred during preparation for use. There were no reports of patient harm.